Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and carto 3 system. It was reported that after using a pentaray catheter to make a map and completing some ablation, they went back to remap and noticed that the map had shifted about 5-8 millimeters. They stated there were no errors displayed on the carto 3 system and there was no movement from the patient. No error was given. The map shift was noticed when the pentaray was put back into the body for post ablation mapping. The issue was seen during the remap. There was no resistance and no damage to catheter. No patient consequences were reported. Map shift without error message or patient movement or cardioversion is MDR-reportable.

Manufacturer narrative:
On 10-jul-2023, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and carto 3 system. It was reported that after using a pentaray catheter to make a map and completing some ablation, they went back to remap and noticed that the map had shifted about 5-8 millimeters. They stated there were no errors displayed on the carto 3 system and there was no movement from the patient. No error was given. The map shift was noticed when the pentaray was put back into the body for post ablation mapping. The issue was seen during the remap. There was no resistance and no damage to catheter. No patient consequences were reported. Device evaluation details: an investigation was initiated by the device manufacturer to investigate the issue. After reviewing the received data, it was found that the reported map shift was caused due to a cardioversion and a patient movement. According to carto 3 instructions for use: "when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated." A manufacturing record evaluation was performed for the finished device 13275 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).